Event description:
Hamilton company was informed on september 9, 2003 of an event that occurred in 2003, in which the hamilton microlab at + 2 instrument reportedly scanned an error barcode and did not generate an error message. No death or injury resulted from this event.